Event description:
On 05apr2024, a patient (pt) in argentina reported experiencing pain on 15mar2024 when wearing a new acuvue® 2® brand contact lens (cl) in the right eye (od). The pt visited an eye care professional (ecp), was diagnosed with an od corneal ulcer, and was prescribed eye drops (name not provided) to be used every 4 hours for 7 days. The pt recovered in 7 days and returned to cl wear. On (B)(6) 2024, an email with additional medical information was received from the pt in spanish. On (B)(6) 2024, translation of the medical information was received. Visit dated (B)(6) 2024: previous glasses: visual acuity od 20/20 biomicroscopic examination od: superior superotemporal keratitis with ulcer 1mm in diameter; conjunctiva mild superotemporal hyperemia; and anterior chamber free and formed. Mild edema in tarsal right upper eyelid (psd); "birn" in edge free of the psd. Prescribed gatiflax every 2 hours and follow-up in 48 hours (earlier if worsening). Do not wear cls until discharge. Visit dated (B)(6) 2024: reason for consultation: follow-up. Improvement, without discomfort or pain. Biomicroscopic examination od: white eye, paracentral punctate ulcer (temporal side), anterior chamber without phakic reaction, continue antibiotics every 4 hours. Follow-up in 48 hours. Visit dated (B)(6) 2024: previous glasses: visual acuity od 20/20 biomicroscopic examination od: eye white, conjunctiva without lesions, corneal ulcer resolved, anterior chamber without reaction, phakic. Discontinue antibiotics and continue with "tears on demand." Return "according to evolution." No additional information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b013c85 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.